Event description:
It was reported that a pt had a rash under a portion of the mass half inch from the stoma at this has been noted over several weeks time. No additional information was provided. Pt outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.